Event description:
A 6f sts plus angio-seal vascular closure device was used post percutaneous procedure. The pt noticed a "sphere" in the area of the puncture site. A echo ultrasound revealed a pseudoaneurysm. Four days later, the pt underwent surgery. The pt was reportedly recovering well.